Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer reported that she had a no delivery alarm that occurred a month or two ago. Customer performed a 5.0 unit fixed prime and the insulin did exit. Customer stated that the cannula was not bent. Customer was explained that the site may have been occluded. Customer was advised to change the entire infusion set and return the set for analysis. Customer stated that the issue is continuing to occur and she feels that it is an issue with the pump. The insulin pump will be replaced per customer's request.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.